Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens as a piggy-back lens. The lens was removed during the same surgery, due to the original lens displayed posteriorly and poor fixation. The capsule was noted to be torn while the aq5010v model lens was being inserted due to weak/poor zonules. Both lenses were removed and a vitrectomy was performed. The surgeon waited one week to get good measurements and implanted a pc iol, iris fixed. The patient is doing well. Staar labeling does not address the piggybacking of lenses.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found a piece of the lens topic and one haptic torn off and missing. The other haptic was broken. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaint was found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.